Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 25 mg/dl, 32 mg/dl and went from 170 mg/dl down below 40 mg/dl which was treated with food and glucose tablets. Customer was experienced symptoms like sweating, cramping, anxiety and belligerence. The customer also stated that they did allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not and reservoir will be returned for analysis.